Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. Evaluation did not confirm or reproduce the reported symptom of "failed functional testing rate accuracy" due to the device being stuck on the cpld 7 screen. A failed processor printed circuit board (pcb) was determined to be the cause of the cpld 7 screen and inability to upgrade the software and was replaced. The device was calibrated during the repair process to ensure proper flow accuracy.

Event description:
It was reported that a spectrum pump failed functional testing rate accuracy during preventive maintenance testing. It was also reported there was no patient injury or medical intervention.